Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. The complaint description specified a complication with inflation tube during the inflation procedure. A review of the device labelling notes that endoscopy and inspection check should be performed for balloon or inflation tube to detect any leakage and never inflate/deflate without endoscopic view of the inflation tube.

Event description:
The endoscope is mounted, and resistance is encountered when passing through the cryopharyngeal tube. Several attempts are made until the end of the patient's endotracheal intubation. Upon removing the spat 3.0 cuff, it is evident that it is bent.